Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was attempting to initiate hypothermia with the arctic sun device and the patient temperature was not displaying. Bladder probe was in place, but it was not connected to temperature port 1 or 2. The cable in temperature port 1 did not fit the patient¿s temperature sensing foley. Mss explained that a rectal or esophageal probe might also be used with the arctic sun device. Nurse was able to find a rectal probe that fitted the temperature 1 cable and the patient's temperature was displaying.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿loose wires at connection". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex temperature sensing catheter product ifus were found to be adequate based on past reviews. Corrections: g. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was attempting to initiate hypothermia with the arctic sun device and the patient temperature was not displaying. Bladder probe was in place, but it was not connected to temperature port 1 or 2. The cable in temperature port 1 did not fit the patient¿s temperature sensing foley. Mss explained that a rectal or esophageal probe might also be used with the arctic sun device. Nurse was able to find a rectal probe that fitted the temperature 1 cable and the patient's temperature was displaying.